Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the when the angio-seal locator was being inserted into the insertion sheath, resistance was felt. When the sheath was checked, a slight kink was observed in the tip of the sheath. The device was therefore not used. Manual compression was applied to achieve hemostasis. There was no health damage to the patient. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 5 mm. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed kink in the sheath since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).